Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the battery gauge was fluctuating resulting in the pump shutting down. Customer¿s blood glucose (bg) value was 47 mg/dl. Customer consumed carbohydrates to address bg. Reportedly, the alert cleared, the pump successfully began charging after leaving the pump plugged into the power source and customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.